Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a colon resection, when the circulator was opening the package, the film was sheared; they were concerned that it may not have been sterile. They used another device to complete the procedure. There was no patient consequence reported.

Event description:
Per the clinic, the patient reported intermittencies when using the device resulting in device non-use. Explant and reimplantation is planned but had not taken place at the time of this report (B)(6), 2010. The implanted device remains.

Manufacturer narrative:
(B)(4). Upon visual inspection of the previously opened package, it was noted that there was delamination of the tyvek causing the tyvek to rip and not peel cleanly from the blister. Tyvek tore when package was opened due to tyvek delamination. Package integrity was not affected. Tyvek delamination causes the package to be difficult to open. Opening technique may have contributed to the delamination as well. Tyvek quality for this lot was evaluated at the supplier. No non-conformances were found. Handling technique was also evaluated. The package blister was fine with no defects and there was evidence of seal transfer from the tyvek to the blister flange on the entire circumference of the blister. Batch history records were reviewed with no protocols, defects, non-conformances or quarantine noted. The product met all in- process and finished goods specifications upon release of the product.